Manufacturer narrative:
.

Event description:
Clinic notes dated (B)(6) 2013 reported that the patient presented for follow-up as he was having more seizures. The patient has tried many medications for the symptomatic generalized epilepsy of uncertain etiology. The vns programming settings were reduced by changing the off time to 3 minutes, and one of the patient's medication dosage was increased while the others remained the same. The battery was reportedly low and "almost depleted". Therefore, the patient was referred for generator replacement. Attempts for additional information to the treating physician have been unsuccessful to date. The believed cause of the increased in seizures is unknown. In addition, attempts to medical records for device product information have been unsuccessful thus far. The patient had generator replacement surgery on (B)(6) 2013. Attempts for product return are underway, but the device has not been received by the manufacturer to date.

Event description:
The generator was received for analysis. Analysis of the generator was completed on (B)(4) 2013. There were no performance or any other type of adverse conditions found with the pulse generator. Electrical test results showed that the pulse generator module performed according to functional specifications.

Event description:
The implant card reported the reason for generator replacement on (B)(6) 2013 as 'dead generator.' Follow up with the hospital facility revealed that the explanted device has left the lab to date. The product has not been received by the manufacturer to date. Attempts for product information from medical records have been unsuccessful to date.